Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and the utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency. Per the pdrn, the death was not related to pd therapy or any fresenius product(s). The cause of death was attributed to either hypoglycemia or heart failure. The patient has a history of diabetes which is a significant risk factor predicting heart failure. Heart failure is a prevalent complication in long-term pd patients. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2019. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient connected to the liberty select cycler on (B)(6) 2019 and was still connected to the cycler when they expired on (B)(6) 2019. No issues with the liberty select cycler were reported prior to the death. The patient was pronounced in the home. The pdrn stated the death was not related to pd therapy or the use of any fresenius device, drug or other product. The cause of death was reported by the patient¿s family as either hypoglycemia or heart failure. The end stage renal disease (esrd) death notification form was not provided.